Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 9mm x 2.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon got burst and it could not be injected water for use. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 9mm x 2.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon got burst and it could not be injected water for use. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 9mm x 2.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon got burst and it could not be injected water for use. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name, address, and phone: (B)(6). D4 lot number: corrected. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection identified no damages on both hypotube shaft and the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a longitudinal tear identified in the balloon material, approximately 1mm in length, 3mm proximal to the distal markerband. No damage was observed to the markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing shows that the device could not be inflated because a longitudinal tear was identified in the balloon material, 1mm in length, 3mm proximal to the distal markerband. No damage was observed to the markerband. No damage was observed to the markerband. No other device issues were identified during returned product analysis.